Event description:
It was reported that device interaction led to stent damage. A non-bsc stent was implanted in the severely calcified left main trunk - left anterior descending artery. The 1.25mm rotapro was selected for use. During rotation there was a constant strange noise noted. The noise was thought to have come from the advancer and the burr separated from the shaft. When the system was rebuilt and intravascular ultrasound performed, the proximal part of the stent was noted to have been lifted. It is not known when the stent got lifted. The procedure was completed using this device and there was no patient injury.

Event description:
It was reported that device interaction led to stent damage. A non-bsc stent was implanted in the severely calcified left main trunk - left anterior descending artery. The 1.25mm rotapro was selected for use. During rotation there was a constant strange noise noted. The noise was thought to have come from the advancer and the burr separated from the shaft. When the system was rebuilt and intravascular ultrasound performed, the proximal part of the stent was noted to have been lifted. It is not known when the stent got lifted. The procedure was completed using this device and there was no patient injury.

Manufacturer narrative:
Product analysis by MFR: the returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, handshake connections, sheath, coil, burr, and annulus were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed in which the advancer was dismantled and the interior components were inspected for damages or defects. Destructive testing was not able to identify the cause for the device stall. Product analysis could not confirm the reported detachment, as the device was examined and no damages or defects resembling a detachment were identified. The reported interaction with a stent within patient anatomy could not be confirmed as clinical circumstances were not able to be replicated. The reported unusual noise was not able to be confirmed as the device stalled and would not run. Destructive testing was not able to confirm the cause for the device stall.